Event description:
An (B)(6) female with a history of a chronically unstable total hip replacement underwent acetabular revision and placement of a stryker dual mobility bearing. The pt's hip subsequently dislocated again and during the reduction attempt the polyethylene bearing dissociated from the femoral head resulting in the metal head articulating with the metal acetabular liner. This required a subsequent rerevision. Bearing was used on a 28 mm depuy head rather than stryker head in an off-label manner due to well fixed depuy stem.